Event description:
It was reported that the clip applicator did not form clips properly. Last clips were not deployed. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # v9666k. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: please clarify how the ¿clip applicator did not form clips properly¿. Did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? No. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes. If other, please specify. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. D4: batch # v9666k. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcm30 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿malformed clips" and ¿scissored clips". The device was disassembled to verify the condition of the internal components and no anomalies were noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number v9666k, and no non-conformances were identified.